Event description:
It has been reported to co that during the procedure the physician was unable to advance the guide wire through this device. The device was removed and replaced. The pt is reported to be fine. The device is not being returned for co's analysis.